Event description:
It was reported that during an acl with knee scope and meniscal repair, the suture ends of the ultra fast fix wouldn't fit through the eyelet of the knot pusher suture cutter, making extremely hard to thread the suture through the eyelet of the knot pusher suture cutter. The t1 and t2 implants were removed. The procedure was completed with a smith and nephew back up device and a delay of 10-15 minutes was reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image shows the device identification information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.